Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the reason for the check shock lead impedance is likely from the most recent daily measurement; however the twenty-four hour reporting window in the device has not yet expired to display the actual value. The consultant stated it is possible if the patient is hooked up to a lot of monitoring equipment that the daily shock lead integrity test was skewed by external electromagnetic interference (emi). The consultant recommended checking the device again later tonight or tomorrow after the measurement has been displayed to see what the value is. The caller evaluated the shock now and all measurements look good. The caller stated he did not recall any issues observed with the atrial lead. The physician wanted to discharge the patient that day so the caller recommended to the physician to see the patient soon to check the shock impedance. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device revealed a message to check the atrial lead and defibrillation lead. A review of the shocking impedance measurements noted all measurements have been stable in the low 30 ohms range. Additionally, there had been eight delivered shocks in the past three days that were all appropriate. The caller was inquiring why there was a message to check the shocking impedance measurements. No adverse patient effects were reported.